Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was not confirmed as the needle passed all investigative tests and the iceball size is within specification. Note that galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate.

Event description:
It was reported that duing a renal cryoablation procedure, the shaft of the icepearl 2.1 cx 90° cryoablation needle started to collect frost. The patient's skin was covered with gel to prevent any injury. The procedure was completed as expected with no injury to the patient.